Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium collapsed and there was a bleed back. The dilator of the sheath was still used and the size of the catheter used inside of the sheath was able to stop the backflow of blood. The case continued without any further incident. Additional information was received on the event. The bwi representative was unsure if the hemostasis valve (gasket) broke into two or more separate pieces or if it became detached from the sheath, but it was reported the gasket was damaged per the staff. The sheath was being used on the patient and it was used for the remainder of the case. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed but the patient¿s hemodynamics were not compromised due to bleeding as the approximate volume of blood that was lost was less than 5ml. No medical intervention was required to stop the bleeding. Inserting the ablation catheter through the damaged gasket was able to 'plug' the gasket up enough that miniscule bleed-back was observed. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The device evaluation was completed on 26-jul-2022. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium collapsed and there was a bleed back. The dilator of the sheath was still used and the size of the catheter used inside of the sheath was able to stop the backflow of blood. The case continued without any further incident. Additional information was received on the event. The bwi representative was unsure if the hemostasis valve (gasket) broke into two or more separate pieces or if it became detached from the sheath, but it was reported the gasket was damaged per the staff. The sheath was being used on the patient and it was used for the remainder of the case. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed but the patient¿s hemodynamics were not compromised due to bleeding as the approximate volume of blood that was lost was less than 5ml. No medical intervention was required to stop the bleeding. Inserting the ablation catheter through the damaged gasket was able to 'plug' the gasket up enough that miniscule bleed-back was observed. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).